Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced undefined elevated and low blood glucose levels due to the pump's basal rate settings needing to be adjusted. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.